Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. There were no fluid leaks found in the test cassette following the test treatment. The cassette insert and removal check passed. The valve actuation test and system air leak test. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event. The pd nurse confirmed that the fungal peritonitis was due to technique failure by the patient. Medical records were requested but have not been made available.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized on (B)(6) 2015 due to peritonitis. Per the pdrn no fluid leaks were reported during treatments or prior to infection. The patient¿s peritoneal dialysis (pd) catheter had to be removed as a result of the fungal infection and a back-up access catheter was placed for the patient to begin back-up hemodialysis treatments. The patient was discharged on (B)(6) 2015 and continued back-up hemodialysis treatments in-center. It was also noted the patient was discharged from the pd clinic on (B)(6) 2016 and has since continued in-center hemodialysis treatments. Additional information was provided by the clinic manager, who reported the patient was asymptomatic and went to a transplant work up appointment. The transplant team called them and stated the blood work showed an issue and they needed to follow-up. They brought the patient in and sent cultures that were positive for a fungal infection. The protocol with their clinic was to send the patient to the hospital for a planned catheter removal procedure and treatment. The clinic manager confirmed the fungal peritonitis was due to technique failure by the patient and not related to fmc products. The patient was treated with fluconaloze 200mg for 14 days and discharged to in-center hemodialysis. No medical records were to be provided and no further information was available.